Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration/readings out of range. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected and verified the issue reported, the se replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.